Event description:
Tunneled dialysis catheter being removed from the pt and the dacron cuff dislodged and was retained in the pt. Cuff is antibiotic impregnated, no complications are expected. Chronic renal failure, hemodialysis.